Manufacturer narrative:
Based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the oversensing is a known inherent risk with use of this product.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range intrinsic amplitude measurements on the right ventricular (rv) channel resulting in an alert in the remote home monitoring system. Review of stored device data noted that this device and non-boston scientific rv lead exhibited oversensing of non-cardiac signals resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range intrinsic amplitude measurements on the right ventricular (rv) channel resulting in an alert in the remote home monitoring system. Review of stored device data noted that this device and non-boston scientific rv lead exhibited oversensing of non-cardiac signals resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.